Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. The membrane at the proximal taper was noted to be stretched. It was not possible to pump the iab on the lab sys iabp due to the condition of the returned membrane. Probable cause of difficulty: it was not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. Unfortunately, it was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. The balloon entered a subintimal space. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The iab failed to completely unfold because the user failed to inject at 60 cc air as advised in the instructions for use. 4. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 5. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 6. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing the pump to perceive a loss of gas or to cause the balloon to poorly augment. 7. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 8. The balloon pump needed servicing. 9. The pt's physiological conditions contributed to the reported problem. These can include low mean arterial blood pressure, low systemic vascular resisitance, or a rapid heart rate that compromised ventricular filing and ejection. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
There was poor augmentation during iabp. On 6/10/98, the following was reported to datascope: the cardiologist decided that the iab had migrated. A "check iab catheter" alarm sounded on the pump. All connectins were checked and no blood was noted in the line. The iab was re-filled and augmentation was very poor. The cardiologist removed the iab at the pt's bedside. No rupture had occurred but augmentation was very poor. As a result of the event, the pt had an illeo-tibial thrombectomy done by the vascular surgeon on 5/2/98 with a poor outcome. An above knee amputation was performed on 5/4/98 due to a "cold leg". The pt is slowly recovering, remains on a ventilator, and is vaguely responsive. [Event complications]: the pt required a thrombectomy/amputation-rpt'd 5/5/98. [Pt's current status]: recovering-rpt'd 6/10/98.